Event description:
The customer reported the system left monitor was going black during fluoro.

Manufacturer narrative:
The ge service rep was unable to duplicate problem. System performed as intended.